Event description:
Blade was broken at the section of camera lens towards the blade handle as indicated by the breaking line. Blade was not subject to autoclave of temperature above 60 degree as temperature sensor on handle remains light grey and user uses cold sterilization method to disinfect the blad, user claimed it has not been dropped or knock on hard object. It was found broken after using air jet to dry up trapped moisture on the camera lens.

Manufacturer narrative:
Confirmed blade broken at camera seam, caused either by dropping the blade or by applying excessive force against the blade's tip (post camera). Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.